Event description:
International customer reported that a patient presented with bleeding and swelling at the surgical site one day following a vascular procedure. The patient was returned to surgery for repair. The surgeon reports that the suture was broken in the middle and that the suture ends were protruding from the anastomosis.

Manufacturer narrative:
Date sent to the FDA: 10/15/2009. Result: unused representative samples were visually examined then functionally tested for tensile strength. No visual non-conformances were identified. Tensile test results indicate that the samples met or exceeded specification. Conclusion: no device failure detected and the product meets specification. A review of the bath manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.